Event description:
Rn experienced redness, itching, hives on her hands, sneezing, coughing, wheezing, and swollen eyes after using latex gloves. Reaction has occurred on several occasions. She tested positive for latex hypersensitivity.